Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shut down with threshold suspend but it did not seem to start back up his basal rates. The customer believed the insulin pump did not turn back on as he had to restart the basal when he woke up. Customer did not want to troubleshoot his low blood glucose level. His blood glucose level then went high because the insulin did not turn back on. Customer's blood glucose level was not reported. The device was not returned.